Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in (B)(6) 2019 the patient fell, and then started experiencing shocking sensations from the ins that occur sometimes when they walk. Impedances were checked and showed no out of range electrodes. The rep performed reprogramming to provide comfort. Issue was reported to be resolved. No further complications were reported or anticipated.